Event description:
A medtronic representative reported that while in a cranial procedure, they experienced software freezes at various stages of application use. The system was re-booted three times and the case proceeded without issue. The surgeon completed the surgery with the use of the stealthstation s7 system. There was no impact on the patient outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.